Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00708, and #3005099803-2010-00710 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure. According to the complainant, post polypectomy, the first two clips used in the procedure closed on the tissue. However, the clips would not deploy off the catheter. They were able to reopen the clips to remove them from within the patient. They used a third of the same device and the clip grasped tissue, but the clip would not deploy off the catheter. They were unable to reopen the clip to remove it from within the patient. They pulled the closed clip away from the tissue and removed it from within the patient. They used a 4th clip and were able to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's age is not known. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly located just under the oversheath. The clip was exposed, actuated several times, and then deployed as per design. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Additionally, the user reported that the correct device returned. Therefore, the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. As the returned device was deployed successfully, this is no longer considered a reportable event.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00708, and #3005099803-2010-00710 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure. According to the complainant, post polypectomy, the first two clips used in the procedure closed on the tissue. However, the clips would not deploy off the catheter. They were able to reopen the clips to remove them from within the patient. They used a third of the same device and the clip grasped tissue, but the clip would not deploy off the catheter. They were unable to reopen the clip to remove it from within the patient. They pulled the closed clip away from the tissue and removed it from within the patient. They used a 4th clip and were able to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.